Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 327 mg/dl. Customer stated that they are unable to troubleshoot at the time of the call. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the issue. Customer indicated that their high blood glucose level may have been caused by the no delivery alarms. No further assistance needed.